Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the vessel sealer extend instrument had a deformation on the gray jaw surface from the tip. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. The instrument was found to have part of the grip tips to broken. A piece, measuring 0.023" x 0.028" was found missing and was not returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. The grip tips were found to exhibit mechanical damage. This type of failure is commonly associated with mishandling / misuse.